Manufacturer narrative:
Product ID 3887-33, lot# j0110793v, implanted: 2001 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3887-33, lot# j0110792v, implanted: 2001 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2001 (B)(6); product type programmer, patient product ID 7495-66, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient was experiencing intermittent sharp pain in the neck and arm. The pain was described as stimulation. No falls were associated with the issue. Abnormal impedances were measured and one of leads may have been broken. The stimulator was planned to be explanted. The stimulator was off at the time of the call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.